Event description:
An 24mm x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2000. It is reported that the stent graft was successfully deployed but that the physician had difficulty removing the delivery system, causing the stent graft to be pulled down. An aortic extender cuff was placed. The medtronic/ave representative stated that the pt had moderate calcification and "tight" iliacs. No sheath was used for the procedure. Limited info is available from the rep and the physician; therefore, it is not possible to determine the cause of the complaint. The pt was reported to be fine post procedure and there was no add'l adverse clinical sequelae reported related to this event. The device was discarded and not available for returned goods investigation.